Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the patient experienced a pump failure and a catheter failure. The patient had injuries of withdrawal, surgery, and failure of therapy. The date of injuries was noted as under investigation. No further complications were reported.